Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection performed. The reported customer complaint was confirmed with both visual and functional testing. The downstream occlusion sensor was found non-reactive, the sensor was replaced. Additionally, the downstream occlusion seal was delaminated. The seal was replaced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize the cassette was locked in. There was no patient involvement.